Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The patient line had not been fully primed. A baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power to clear the alarm and to end therapy. The tsr advised the hp to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.